Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The graftmaster 2.8x16 referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending (lad) coronary artery after undergoing rotoblator atherectomy. Pre-procedure, an impella pump was placed due to chronic heart failure. An attempt was then made to cross the perforation with a 2.8x19 rx graftmaster covered stent system, but it was unable to be advanced due to patient anatomy and was, thus, withdrawn undeployed. A 2.8x16 rx graftmaster was advanced and deployed at 15 atmospheres, sealing the perforation, but resulted in occlusion of the sidebranch diagonal coronary artery with minimal flow to that branch at the end of the case; as this occluded sidebranch was not of concern, it was left untreated. There were no other issues with these graftmasters. The failure to cross contributed to a slight delay in treating the perforation, but the perforation stayed contained with the support of the impella pump placed pre-procedure. The patient remains hospitalized as of (B)(6) 2016. In the opinion of the physician, the prolonged hospitalization is due to other patient comorbidities and is not in any way related to graftmaster use. No additional information was provided.